Event description:
The pt was reportedly experiencing decreased performance and dizziness. Testing showed that the device is functioning. The implant surgeon prescribed steroid for the pt (a medrol dosepak). The pt is being monitored.